Event description:
The pt was balloon dependent. The iab was inserted into the pt on 1/12/98. On 1/17/98 after iabp for five days, flecks were noted in the tubing and the iab was removed. The pt requested not to have a second iab. There were no complications from the event. The pt went on to expire from a bad heart. The following was reported to datascope on 3/16/98: the nursing staff noticed a "very small amount of flecks of blood in the tubing" during the initial assessment of the iabp. During that time, the iab was functioning without difficulty and good timing and augmentation was noted. The pt was extremely dependent on the pump. During the autofill procedure, the pt's systolic pressure dropped in the 60's. At this time the staff still had good tracing, good augmentation, no alarms, and no add'l blood in the tubing. For the next 6 hrs the staff observed the pt and the pump. The iabp alarmed for blood detection and the staff checked the help screen and followed the instructions on the screen. The physician was notified. The staff spoke iwth the pt who had expressed wishes to have the balloon removed in the morning regardless of the consequences. The physician ordered that the pump be changed to a 1:3 timing. The pump was eventually turned off because the staff was unable to fix/reset the pump's alarm. The pt refused to have another balloon inserted. The pt's family was notified and the pt subsequently expired on 1/19/98. [Event complications]: none from the event-rpt'd 1/19/98; death-rpt'd 3/16/98. [Pt's current status]: pt expired on 1/19/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.